Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision reconstruction surgery with 275 cc mentor memorygel breast implant and was presented with bilateral breast implant rupture confirmed by MRI on (B)(6) 2019. Patient can feel a bubble on the right side and also has some dimpling on the nipple, which was identified right after surgery in 2013. As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient underwent bilateral explantation due to left side rupture and capsular contracture; baker grade IV. There was no issue on the right side. Hence, device code has been updated from rupture to adverse event. This report is for the right side. Manufacturer¿s reference number: (B)(4).